Event description:
During surgery, surgeon was unable to retrieve the drill bit and decided to leave it in the pt. It was reported that the pt had hard, sclerotic bone. This event resulted in a minor (5 minutes) extension to surgery time.

Manufacturer narrative:
As the device remains implanted, it is unavailable for evaluation. The device history record review provides assurance the part was accepted with conformance to the product requirements.